Event description:
Patient reported left side "seroma-late," and "worried for a long time." Patient also reported "tetanic reaction" which is not device related. Patient later reported left side hernia and "nipple problem." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety - product/ procedure : unable to observe since it is a medical event and is not related to the device. ¿ seroma-late : unable to observe since it is a medical event and is not related to the device. ¿ other-medical -ndr : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side "seroma-late," and "worried for a long time." Patient also reported "tetanic reaction" which is not device related. Patient reported left side "two years after the surgery a seroma appeared on each breast. "Much more severe on the left breast... She has been worried for a long time. Ultrasound performed. Later reported "seroma accompanied with discomfort (stabbing)." Device has been explanted and replaced with non allergan device.

Event description:
Patient reported left side "two years after the surgery a seroma appeared on each breast. "Much more severe on the left breast... She has been worried for a long time. Ultrasound performed. Later reported "seroma accompanied with discomfort (stabbing)." This record is for the left side. Device has been explanted and replaced with non allergan..

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Anxiety-product /procedure : unable to observe as it is a medical event that is not related to the device. Other-medical-ndr : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient later reported left side hernia and "nipple problem."

Event description:
Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, anxiety-product/procedure, other-medical-ndr.

Event description:
Patient reported left side "seroma-late," and "worried for a long time." Patient also reported "tetanic reaction" which is not device related. Device remains implanted.